Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that confirmed customer complaint of "it was reported that the pump alerted with error 46011" by preforming power test units alarmed error code and was not able to be cleared. Replaced pwa board error code did not return. Upon further investigation units' lcd lens was heavily scratched. Replaced lcd lens. Uso seal was buckling. Relaced uso seal. Dso seal was parcially lifting. Replaced uso seal. Motor odometer was not able to be retrived. Motor was replaced and reset odometer to zero. Calibrated dso. Updated software to the latest version and reset to standard configuration. Preformed pvt unit passed all test criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump alerted with error 46011 and did not stay powered on. The event occurred during testing.